Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed. The customer tried to recover the drawer, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2 cubie b4 had recurring failures after medication access. A field service engineer (fse) accessed the hardware test application, released the cubie pockets, and removed debris to resolve the issue. Further a successful functionality test was performed, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.